Event description:
It was reported the patient presented to the hospital for a lead revision. Prior to the procedure, it was noted the left ventricular lead was not capturing. X-ray confirmed the left ventricular lead had dislodged. The left ventricular lead was explanted and replaced. The patient was in stable condition.